Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood through the port during use. The following information was provided by the initial reporter: "rn, reported the IV cathter was bleeding through the port where the needle disengaged."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood through the port during use. The following information was provided by the initial reporter: "rn, reported the IV cathter was bleeding through the port where the needle disengaged."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.